Event description:
Fracture of the abc ceramic liner. It was broken into pieces and revision surgery was performed.

Manufacturer narrative:
No additional info is available as this report was taken from a journal article.